Event description:
It was reported that the patient presented for initial implant. During procedure, the atrial lead had high capture thresholds and could not get adequate measurements. The patient died during procedure. The physician alleges the patient died due to the prolonged surgery procedure caused by atrial lead malfunction.

Event description:
New information noted that the lead also had high impedance.

Event description:
New information noted that the surgeon believed that the implantation process was very smooth. Due to inadequate capture threshold measures the operation as too long and resulted in the aggravation of the patient's condition and death.